Manufacturer narrative:
The investigation was completed on (B)(6) 2024. It was reported that a patient underwent an atrial fibrillation ablation with a carto 3 system. Immediately after powering on, the error 1-2-3 did not resolve. The reference patch was not recognized due to error 1006. The location pad was not recognized due to error 901. The tip of the cable for the location pad was damaged. It was confirmed that the issues were resolved by replacing the damaged location pad cable with another one that was delivered to the customer. The system is ready for use. It was reported that the procedure was cancelled. The patient was in the room at the time of cancellation. No transseptal puncture was performed. Although there was no patient adverse event (no death or serious injury to the patient due to the cancellation of the procedure), the physician reported that the patient required extended hospitalization due to a medical condition (unknown specifics) caused by procedure cancellation and therefore, is us FDA reportable. The event is being captured on the carto system as the equipment was experiencing issues from the start and there was no indication that the patches were switched out. The damaged location pad cable was requested for investigation; however, it was confirmed that the damaged location pad cable was discarded already and not available for investigation. The history of customer complaints reported during the last year and associated with carto system # 55567 was reviewed. No similar additional complaint was found. The manufacturing record evaluation was performed on carto 3 # 55567, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a carto 3 system and the patient experienced prolonged hospitalization due to procedure cancellation from product issue. Immediately after powering on, the error 1-2-3 did not resolve. The location pad was not recognized due to error 901. The reference patch was not recognized due to error 1006. The tip of the cable for the location pad was damaged. The procedure was terminated and will be performed in (B)(6) 2024. The procedure was completed without patient's consequence. Additional information was received on 21-oct-2024. The patient was in the room at the time of cancellation. No death or serious injury to the patient due to the cancellation of the procedure. Additional information was received on 23-oct-2024. The issue was observed before anesthesia. No transseptal puncture was performed. The patient required extended hospitalization "due to a medical condition caused by the procedure cancellation". However, unable to get the detailed information. This event was originally considered non-reportable, however, bwi became aware on 23-oct-2024 of the ¿extended hospitalization due to a medical condition caused by the procedure cancellation¿ and have reassessed the event as reportable. The awareness date for this record is 23-oct-2024.